Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 357 and 303 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/15/2019 and open vial date at time of call is one month. The meter memory was reviewed for previous test result history (customer stated month is incorrect on meter, the (B)(6) 2017 readings are from (B)(6) 2017): the 227mg/dl (B)(6) 2017 11:52 am fasting:yes, the 357mg/dl (B)(6) 2017 11:54 am fasting:yes, the 308mg/dl (B)(6) 2017 11:38 am fasting:yes, the 212mg/dl (B)(6) 2017 03:37 am fasting:no, the 298mg/dl (B)(6) 2017 03:36 am fasting:yes. Memory concerns: all readings are of concern.